Event description:
It was reported when opening the device, the tip was protruding through the packaging. This occurred prior to use on the patient. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Device position and paper folder condition indicates that the device was mishandled at an unknown point and the cannula and paper folder impacted the seal area, therefore sterile barrier was compromised as a result of a severe non-normal hazard after it was shipped to the customer. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.